Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. It was reported that the tip broke. Please indicate that you are referring to the white sheath tip that covers the metal helical passer? How was the procedure completed? Were there any patient consequence? Did the "broken" tip fall into the patient? If yes was it retrieved? Will the device ie white sheath be returned with the "broken" tip?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the mesh was implanted. It was reported that the device tip broke. Additional information has been requested.

Manufacturer narrative:
The device received was manipulated: a plastic needle has been folded, organic substances are visible on the guides. The defect seen during the product evaluation is aligned with the event description (damaged needle tip). The defect identified is not linked to a manufacturing issue.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.